Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that the lead was attempted but not used. During placement of the lead, the lead was in the branch and "good numbers were obtained." The lead then "backed out of the branch completely and into the coronary sinus body." The lead was removed and an alternative lead was placed. No patient complications have been reported as a result of this event.